Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions under my breast") and breast pain ("breast hurts"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, hypersensitivity and breast pain outcome was unknown. The reporter considered abdominal pain, breast pain, device dislocation, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test-(unspecified) result-not provided.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: allergic reactions under my breast., breast pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic reactions under my breast"), breast pain ("breast hurts") and abdominal pain lower ("I have cramps"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dermatitis allergic and breast pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, breast pain, dermatitis allergic, device dislocation and pelvic pain to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test-(unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic reactions under my breast"), breast pain ("breast hurts") and abdominal pain lower ("I have cramps"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dermatitis allergic and breast pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, breast pain, dermatitis allergic, device dislocation and pelvic pain to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic reactions under my breast"), breast pain ("breast hurts") and abdominal pain lower ("I have cramps"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dermatitis allergic and breast pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, breast pain, dermatitis allergic, device dislocation and pelvic pain to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as I have cramps and outcome was taken as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Event injury coding updated to essure migration, pelvic pain, abdominal pain, lab data were added. Patient's date of birth and reporter address were added. Device removal date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.